Manufacturer narrative:
The investigation confirmed that the failure is limited to this one cross beam of this trolley. The welding seam of this cross beam was not according to specification. Combined with high load of the cross beam it came to the reported event. The welding seam of the second cross beam was as specified. The test results. The eval of the stocked devices and further quality relevant data lead to the conclusion that this is an individual case. The file has been closed.

Event description:
Moving the device into elevator, the trolley cross beam with the castors bent. A tipping over of the device could be prevented. No injury was reported.